Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital staff reported that the pt expired with the cause of death being ":severe sepsis." It was reported that the pt had a severe driveline infection and had an embolic stroke from the infection (although no overt signs of infection were noted). The incident was attributed to the pt's driveline. The pump was explanted and will be returned to the MFR for evaluation.